Manufacturer narrative:
The hill-rom technician found the foot tray cover needed to be replaced. In the periodic inspection instructions for the sabina ii, one check point states: inspect the foot tray for cracks and secure fit on the metal frame. Verify that the foot frame is fixed securely on the base. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the foot tray cover to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from a hill-rom technician stating the foot tray cover was cracked. The lift was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).